Manufacturer narrative:
E1: initial reporter: phone number: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty brachial procedure. A 6mm x 40mm mustang balloon catheter was advanced for dilation. However, during inflation before reaching the rated burst pressure, the balloon ruptured. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty brachial procedure. A 6mm x 40mm mustang balloon catheter was advanced for dilation. However, during inflation before reaching the rated burst pressure, the balloon ruptured. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter: phone number: (B)(6). Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 47mm in length and extended from a position 7mm proximal of the proximal markerband to 6mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.